Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit observed evidence of water ingress on the blower and blower box, dust/dirt contamination inconsistent, grey film contaminant on the front panel, top enclosure, rear panel, and bottom enclosure, dark contaminant found at blower seal on blower box, top enclosure, rear panel, and bottom enclosure the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.